Event description:
Our affiliate is reporting to us that during an arthroscopic procedure, a portion of the distal tip of the vapr electrode broke off into the pt's joint space. The fragment was retrieved from the body and the procedure was concluded successfully without further issue or harm to the pt. Device discarded by user facility. Questions are out to our affiliate for detail and further info.

Manufacturer narrative:
Nothing is being returned for examination, the device was discarded by the user facility. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. At this point in time, no further action is warranted, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.